Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus france there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism; as reported by the user facility the socket of the device was broken when the user connected the device, resulting in unstable electrical contacts which interferes with the communication between the endoscope and the subject device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before the procedure, the user broke the socket of the device when the user connected the device. Then the error e226 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.